Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports peristomal skin redness from 500-700 o'clock under the mass and this area has improved because it had been from 300-900 o'clock. This area was weeping a small amount of blood when she changed her wafer. She cleanses her peristomal skin with cleansing wipes. She applies stomahesive powder followed by stomahesive paste to her peristomal skin. She uses protective barrier wipes to her peristomal skin. She has been trying various products. No wear time established. End user stoma measures 50mmx38mm but she was using a medium moldable skin barrier. End user has diverticula to the side of her stoma which her surgeon plans to remove in the near future. Product use and skin care instructions provided.